Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the scissor did not cauterize. The surgeon used a replacement unit to finish the procedure. The hospital did not report any patient complications.